Event description:
This patient fell and the lead dislodged, resulting in diaphragmatic stimulation. The physician plans to perform a lead revision at a later date. Should additional information become available, this event will be updated.